Event description:
A healthcare professional reported that the patient was dissatisfied after the operation. Additional information was received stated that the ubca was only 0.5 and lens was explanted and implanted another model diopter of company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).